Manufacturer narrative:
Siemens healthineers is conducting a thorough investigation of the reported event. Additional information about patient health status and the affected system for technical investigation has been requested. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed as soon as the investigation is completed, or new information has become available.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom go. All CT scanner. A 62-year-old female patient underwent a CT examination for bone density measurement with the CT scanner in (B)(6) 2024. Based on this initial diagnosis a therapy plan with bisphosphonates was made. To prevent undesired side effects with this therapy, the patient had four teeth extracted to prevent jaw necrosis. On (B)(6) 2024, another osteo CT scan was made for the final therapy planning. Comparing this scan and the initial scans, it was detected that during the initial bone density measurement, the osteo application had used incorrect sex and age (57 years old male instead of 62 years old female), while the dicom information was displayed correctly. Basing the bone density measurement on the incorrect sex and age data may have contributed to a potentially incorrect therapy planning and potentially unnecessary extraction of four teeth. Siemens has requested additional information to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens healthineers has completed the investigation of the reported event. Due to the lack of available information and the time elapsed between the beginning of the incident ((B)(6) 2024) and its reporting ((B)(6) 2024), no further technical investigation was possible. The provided data was not sufficient for analysis, and the issue could not be reproduced using the dataset provided. A safety assessment has been conducted. There is no information available regarding the patient¿s current health status. With the information made available to us, it remains uncertain whether the erroneously assigned t-score value did alter clinical treatment decisions (bisphosphonate therapy and dental work). The osteo examination application is intended as an aid in diagnosis, and final responsibility for diagnosis rests with the trained user. The mismatch between patient data and used reference data is readily recognizable, and furthermore, our instructions for use give clear guidance on how to avoid an error as reported in this current case. As no conclusive root cause could be determined, no further actions will be taken at this time. However, to date, no similar complaints have been reported. With the information and data provided, there is no indicate for a system failure or malfunction and no systematic product issue could be identified.